Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited an unspecified product performance issue and the device was reprogrammed to vvi 50. Subsequently, the pacemaker and right ventricular (rv) lead exhibited elevated intrinsic amplitude measurements, several high rate episodes, noise, oversensing and an out of range pacing impedance measurement that resulted in activation of the lead safety switch (lss) feature. Additionally, undersensing was observed on the rv channel that resulted in pacing at a time when the patient had an intrinsic rhythm. Programming changes were made to sensitivity to resolve. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service.

Event description:
Additional information was received that loss of capture (loc) was observed on the ra channel approximately two years ago and resulted in the device being reprogrammed to vvi 50. The patient was not pacemaker dependent and did not experience asystole as a result of the reported clinical observations. Additionally, high out of range rv pacing impedance measurements greater than 2,000 ohms were observed. A lead revision procedure was planned for a date in the future. Available information indicates that this product remains implanted and in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that an invasive procedure was performed. The device was explanted and replaced with another manufacturer's device and the ra and rv leads were surgically abandoned and replaced. No additional adverse patient effects were reported.